Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
A customer reported to corporate product surveillance of a clearlink set in which the tubing ruptured when priming with sodium chloride. The sample is not available; there were no other concommitant products used with this set. There is no sample to do an evaluation. There was no power injector utilized. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.